Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Updated: d4; d5; g3; h2; h3; h4; h6. Visual examination of the returned product identified the flexible shaft of the driver is bent but not broken when in a resting state. The shaft is still flexible but returns to the bent resting state. There is no visual evidence that the device is broken. The device shows signs of use with nicks on the hudson and drill bit connection ends. No other damage was noted during visual evaluation. Device has an approximate field age of 6 years. Functional testing confirmed hudson end: device connects to gauge and holds firmly. Drill bit connection end: device connects to gauge and holds firmly. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed as the returned device is bent and not broken. Functional testing confirms the device still operates within specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the flexible driver broke. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.